Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Patient referred to another hospital for further intervention.

Event description:
It was reported that the patient presented to the emergency room after fainting and experiencing chest pain. Cardiac perforation was identified caused by the ventricular lead. The ventricular lead exhibited loss of capture. The patient had an escape rhythm of 35 beats per minute. The patient would be referred to a central hospital for intervention.